Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-06666. It was reported that the patient presented in clinic. Upon interrogation, atrial and ventricular noise was noted. It was unclear if the noise was due to outside electrical interference or possible early lead issue. The patient would continue to be monitored. The patient was in stable condition.